Event description:
It was reported that, the surgeon stated little ingrowth on component. (About 5% of surface.)

Manufacturer narrative:
An eval of the devices cannot be performed as the device was not returned to the MFR. Photo and some x-rays and medical records were provided. When completed, the eval summary will be submitted in a supplemental report.